Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was unable to advance the patient's trial lead into the epidural space during the procedure. As a result, the case was abandoned with no known impact to the patient.